Event description:
It was reported that during a cryo ablation procedure, it was observed the tip of the mapping catheter was kinked once removed from its package. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.